Event description:
Patient was implanted with a 4.5mm curved condylar plate in the right femur on an unknown date. The patient was returned to the or on october 14, 2013 for removal of all hardware due to infection. Reportedly none of the implants were broken. This report is for unknown screws. This report is 2 of 2 for complaint (B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report for unknown screws, quantity 9. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.